Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole. It was also reported the right ventricular (rv) lead had a high/ spike in impedance, loss of capture and lead fracture. The lead was reprogrammed and later capped and replaced. No further patient complications have been reported as a result of this event.